Event description:
The customer reported via phone call that they had a prime rewind anomaly while changing the infusion set. Customer stated insulin was squirting out during the manual prime process. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated they did not observe a gap between the piston and reservoir during a prime. Customer was also unable check for the units of insulin remaining as a compromised force sensor system alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the alarm. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.